Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 4.00x24mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, while positioning the stent, the physician noticed that the stent looked a bit different under fluoroscopy and decided to remove the device from the patient's body. Upon close inspection, it was noted that the stent looked a bit frayed with a few bent or lifted stent struts that seemed out of position. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.